Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. No error message was observed. The meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained an unspecified error message on the reported meter; she was unable to obtain a blood glucose reading. The patient was unable to provide the specific error message that occurred. The patient took no actions due to the meter issue. Afterwards, the patient experienced the symptoms of shaking, sweating and headache. The patient took no self-treatment and did not seek any medical attention or treatment; the patient noted the symptoms resolved over time. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter error message. Therefore, this complaint is being reported.